Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit&#38112;tidal volume is failing and is over 30% of the set range. When the volume is set to 500ml, the unit is producing a volume of 639ml. There was no patient involvement at the time of this incident.